Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon preliminary analysis there was no telemetry and no pacing output due to a high current drain condition which caused the battery to become completely depleted. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.